Manufacturer narrative:
The mpu serial number, patient weight, and patient gender have been requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing low voltage alarms while on wall power. The alarms were able to be replicated by moving the controller in different ways. It was noted that kinks were present in both the white and black power leads on the controller. Log file review captured a pump off event on (B)(6) 2021 at 15:09 which appeared to be related to an electrostatic discharge event. Intermittent power cable disconnect and low power hazard alarms were also found in the log files on (B)(6) 2021 which were caused by power to the mobile power unit being briefly interrupted.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported power cable disconnect and low power hazard alarms were confirmed via log file analysis. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted for review spanning approximately 6 days (08dec2021 ¿ 14dec2021 per timestamp). From 12dec2021 at 13:10:51 - 13:16:36 there were intermittent power disconnect and low voltage events while connected to the mobile power unit. These alarms were coincident with rsoc invalid fault flags. These alarms cleared on their own. There were no other notable alarms in the log file related to the reported event. Multiple good faith efforts were sent asking if any products would be returning to abbott, for the serial number of the mpu, and if the mpu had a v-lock connector; however, to date no response has been received. The root cause of the reported event was unable to be determined in this analysis. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms. Heartmate iii instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook (rev. C) section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were unable to be reviewed due to the serial number of the device being unavailable. No further information was provided. The manufacturer is closing the file on this event.